Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was performed on the programmer and found that the customer complaint regarding telemetry was due to the link electronic module (lem) printed circuit (pc) board assembly. (B)(4)

Event description:
It was reported there was telemetry failure during a patient check. A different programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.